Event description:
Procedure type: unknown. According to the reporter: the device was implanted into a patient who allegedly developed significant deep tissue infection. The infection has required a re-operation. It is not clear where the source of this infection originated.

Manufacturer narrative:
(B) (4). (B) (4).